Event description:
A report was received that the trial patient had developed redness at the incision site. The physician explanted the leads and prescribed the patient antibiotics. The physician also cleaned out the lead site and suspected that the patient had an infection. The patient is doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-70 serial#:(B)(4). Description: enh st ld kit, 70 cm the explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.